Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was having hemolysis and end organ dysfunction. Thrombus was suspected in the pump and the pt received a pump exchange.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.